Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal). The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] left essure device completely outside of the fallopian tube [device dislocation] menorrhagia [menorrhagia] dysmenorrhea [dysmenorrhea] endometriosis [endometriosis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("left essure device completely outside of the fallopian tube") in a 38-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of irregular menstrual cycle, c-section, parity 1 and gravida I. Concurrent conditions were listed as dysmenorrhea and menorrhagia. On (B)(6)2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic xi assist total hysterectomy, bilateral salpingectomy, cystoscopy possible oophorectomy). Essure was removed on (B)(6)2022. The reporter considered device dislocation, dysmenorrhoea, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2025: medical record received. New event device dislocation added. Medical history added. Concomitant conditions were added. New reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.